Event description:
A vaxcel plus dialysis catheter was inserted for therapeutic purposes in 2005. It was reported that while the patient was at home, the patient woke up one morning and found their dialysis catheter out of their body lying next to them in the bed. The suture wing remained sutured in place on their chest. The catheter was replaced in 2005.